Event description:
The patient was implanted with a biventricular support. It was reported by the clinical secretary that the patient had split the pneumatic tubing on the lvad. A recommendation from the manufacturer was made to utilize a silicone and splinting.

Manufacturer narrative:
The tube repair was performed on this lvad by a hospital biomedical engineer. Post repair, the device is functioning as intended and there have been no additional reported events with the lvad. No further information is available at this time. A supplemental report will be submitted when the manufacturer's evaluation has been completed.